Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the esc button on the insulin pump had a issue. The customer stated that the insulin pump had unexplained no delivery alarms and wear on battery cap as well as rewound process took longer time. Customer declined to report 24 hours technical support department. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.